Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl. Contact suspected the pump supplies were cause of event; however, no issues were identified. The supplies were changed out and a bolus via the pump was delivered to address bg. Recommendation was made for the customer to discuss the event with a healthcare provider.